Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent contraception. On or about (B)(6) 2009, plaintiff had a hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Plaintiff reported to her healthcare provider that she was experiencing severe and chronic pelvic pain, excessive and abnormal bleeding, itching, and memory loss. On or about (B)(6) 2014, she saw her physician and underwent a total hysterectomy and bilateral salpingectomy. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe chronic pelvic pain and excessive bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Five years later, she underwent a total hysterectomy and bilateral salpingectomy. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and also considering that in this case there is no alternative explanation, a causal relationship between these events and essure therapy cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe chronic pelvic pain and excessive bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Five years later, she underwent a total hysterectomy and bilateral salpingectomy. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and also considering that in this case there is no alternative explanation, a causal relationship between these events and essure therapy cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain,") and genital haemorrhage ("excessive and abnormal bleeding") in a 46-year-old female patient who had essure (batch no. 627757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy (gall baldder prolems) in 2004 and nickel sensitivity in 1984. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"). In (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping )"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced migraine ("migraines ") and headache ("headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pruritus ("itching"), amnesia ("memory loss") and weight increased ("weight gain / loss specify which one: weight gain,"). The patient was treated with lisinopril, colecalciferol (vitamin d), amitriptyline hydrochloride (elavil), amitriptyline, valaciclovir and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, pruritus, amnesia, menorrhagia, allergy to metals, urticaria, migraine, headache and weight increased outcome was unknown and the fatigue was resolving. The reporter considered allergy to metals, amnesia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: satisfactory placement and full occlusion of both. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and mr, new reporter information, patient demographic information, lab data, relevant history, essure indication and lot number 627757, treatment drug, new events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, rashes or skin conditions type: hives, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and weight gain / loss specify which one: weight gain were added.the event pain clubbed with previous event. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain"), genital haemorrhage ("excessive and abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure (batch no. 627757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation performed on the same day of essure insertion". The patient's past medical history included cholecystectomy (gall bladder problems) in 2004, nickel sensitivity in 1984, chronic fatigue, migraine headache, renal abscess, coccyx injury, sinusitis and pansinusitis. Concurrent conditions included nabothian cyst, anesthesia, vitamin d deficiency and vaginal pain. On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"). In april 2009, the patient experienced urticaria ("rashes or skin conditions type: hives"). In may 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping )"). In november 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In march 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In october 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pruritus ("itching"), amnesia ("memory loss") and weight increased ("weight gain / loss specify which one: weight gain,"). The patient was treated with lisinopril, cholecalciferol (vitamin d), amitriptyline hydrochloride (elavil), amitriptyline, valaciclovir and surgery (total vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, uterine haemorrhage, pruritus, amnesia, menorrhagia, allergy to metals, urticaria, migraine, headache and weight increased outcome was unknown and the fatigue was resolving. The reporter considered allergy to metals, amnesia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, urticaria, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: satisfactory placement and full occlusion of both ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error, uterine haemorrhage" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "hydrothermal ablation performed on the same day of essure insertion, abnormal uterine bleeding", reporter, historical and concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/pain"), genital haemorrhage ("excessive and abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure (batch no. 627757) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation pergormed on the same day of essure insertion". The patient's past medical history included cholecystectomy (gall baldder prolems) in 2004, nickel sensitivity in 1984, chronic fatigue, migraine headache, renal abscess, coccyx injury, sinusitis and pansinusitis. Concurrent conditions included nabothian cyst, anesthesia, vitamin d deficiency and vaginal pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel"). In (B)(6) 2009, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping )"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pruritus ("itching"), amnesia ("memory loss") and weight increased ("weight gain / loss specify which one: weight gain,"). The patient was treated with lisinopril, colecalciferol (vitamin d), amitriptyline hydrochloride (elavil), amitriptyline, valaciclovir and surgery (total vaginal hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, uterine haemorrhage, pruritus, amnesia, menorrhagia, allergy to metals, urticaria, migraine, headache and weight increased outcome was unknown and the fatigue was resolving. The reporter considered allergy to metals, amnesia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, urticaria, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: satisfactory placement and full occlusion of both ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error, uterine haemorrhage" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.